Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Review of the transmission revealed noise on the ventricular channel. The noise was reproduced with provocative testing. Programming changes were made. The patient was unaware of these episodes.